Manufacturer narrative:
Steris has made multiple attempts to obtain additional information regarding the reported event however, the user facility has not responded. Without the return and evaluation of the device, the cause of the reported event cannot be determined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch # (B)(4), "during surgical procedure repairing inguinal hernia, a snowden laparoscopic grasper malfunctioned and broke while inserting hernia mesh. The broken piece was removed from trocar, mesh was replaced with new mesh, and irrigation fluid was also replaced. An xray was performed in or before incisional closure to confirm there were no retained pieces of the grasper in the patient's abdomen. Wet read of xray was conducted by radiologist-he confirmed there were no retained foreign objects."

Manufacturer narrative:
In the initial report 1923569-2025-00010 a lot number was incorrectly provided. The lot number for the subject event is unknown. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.